Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux en y procedure, while being applied on jejunal transection, the device shoots very roughly and a bulging of the stapler was noted. During firing, the devices completely fallen apart as well. The surgeon used force so both staplers were used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received fully fired. The knife assembly and white sleeve were disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.